Event description:
A report was received that the patient was experiencing a device related pain at the pocket site. The patient underwent a pocket revision, during which, the battery was replaced and was relocated to patient's abdomen. The patient is doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint regarding the charging difficulty was confirmed. The profile showed that the battery depletion rate has changed recently before the explant procedure. The source of the fast battery depletion was resulted from the affected analog integrated circuit (ic) which was characterized by excessive sleep current and low impedance. The source of the analog ic damage was unknown. However, exposing the device to high-electromagnetic or voltage transient can cause this type of failure. The complaint about the pocket pain was not verified. It was verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation.

Event description:
A report was received that the patient was experiencing a device related pain at the pocket site. The patient underwent a pocket revision, during which, the battery was replaced and was relocated to patient's abdomen. The patient is doing well following the procedure.